Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. During device interrogation, the implantable cardioverter defibrillator did not exhibit any vibratory alerts despite multiple attempts by the nurse. No interventions was performed. The patient remained stable.